Manufacturer narrative:
The insulin pump received with rf pic failed selftest alarm during self test, problem isolated to rf board.

Event description:
The customer reported via phone call that the insulin pump had motor arm failed self test. The customer's blood glucose value was unknown. Customer reports they were able to clear the alarm. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.